Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) after some type of environmental exposure (which occurred "yesterday or today"). Specifically, the patient was in a casey¿s gas station (exact location unknown) and was about 4 feet from a cooler/refrigerator unit and got shocked 3 times. It was noted that the patient had a burning sensation in their arm and neck areas after the shocking event which resolved itself after a few hours. It was also reported that the patient usually got the stimulation for their leg. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).